Manufacturer narrative:
Stn#: 125098.

Event description:
The customer complained a false negative reaction of quality control material on solidscreen in tango. Customer has sent us the quality control material but not the complained lot of anti-human globulin, anti-igg solidscreen ii. The control was tested with retention sample of ahg on tango in the quality control laboratory and reacted negatively. According to the product informations of the control material the sample contains a calibrated igg anti-d antibody at a concentration of 0.05iu/ml. Detecting this antibody indicates that the antibody screen test exceeds that anti-d sensitivity requirements of >0.1 iu/ml that is defined by many international regulators and scientific bodies. At time of our testing the control material was very hemolytic and already expired. The correct function of the affected lot ahg, anti-igg solidscreen ii was confirmed by testing different weak antibodies. All positive and negative reactions were correct.